Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation the root cause cannot be identified, it is likely the following led to the malfunction: communication failure occurred due to faulty cable. As to the cause of this, the cable was broken because water entered inside the device, resulted in breaking the connector. The event can be prevented by following the instructions for use which state: do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: a crack on the focus ring; a crack on the rear cover at the video camera head connector; a faded label on the rear cover; and a failed leak test on the video scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, during preparation for use, the 4k camera head display image was found to be foggy and blurry. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that no image was displayed due to a failed leak test on the video scope connector and a faulty cable. This report is to capture the reportable malfunction of no image displayed as noted at estimation.